Manufacturer narrative:
Additional narrative: patient information is unknown. Device is an instrument and is not implanted/explanted. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the us6. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Manufacturing location: (B)(4). Manufacturing date: october 29, 2012. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the spring broke in the holding sleeve for screws stardrive during a planned revision procedure. No fragments were generated and the procedure was completed successfully with no additional medical intervention. There was no delay to the surgery time and no patient harm reported. The revision procedure was to remove the implants due to the patient having recovered. This is report 1 of 1 for (B)(4).